Event description:
It was reported that an ilet user experienced persistent hyperglycemia of 226 mg/dl and perceived delayed pump correction despite no supply issues, and the user expressed concern due to existing diabetic retinopathy and vision loss in one eye. Customer care provided support that included complaint intake, and referral to clinical team for further training. Investigation of this case revealed no reported device alarms or identifiable device component malfunction, and the cause of the hyperglycemia remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization, no alerts or alarms, and the user sought clinical support. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.